Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified middle of the left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during the procedure, the tip of the protector was damaged and the balloon burst occurred. The procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.